Event description:
It was reported that during a cryo ablation procedure, after starting the ablation there was a blood reflux at the tail end of the coaxial umbilical cable refrigerant delivery tube. Then, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Blood was found in the balloon catheter. The balloon catheter, coaxial umbilical cable, electrical umbilical cable were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 2035u (unknown serial/lot); product type: 0627-cables and accessories product ID 203cx (unknown serial/lot); product type: 0627-cables and accessories. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Us MDR regulatory report 2649622-2025-24451 and us MDR regulatory report 2649622-2025-24551 were identified as duplicate/the same reported event. As a result, any further follow-up information will be process in us MDR regulatory report 2649622-2025-24451. No further follow-up information will be added to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.